Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: ebentracion. Event description: use it correctly. I was sealing a glass and the clamp jammed. Patient status: ok. Intervention: was replaced by another eb217.